Manufacturer narrative:
Continuation of d10: product ID 97755-s, serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), b3: event date is date valid h3: analysis of the recharger found controller won't power on when recharger is plugged in. White arrow rubbed off connector; this does not impact the functionality of the recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was today the pts recharger was not working to charge their implant battery. The controller was at 100% and the ins was at 60%. During call patient verified no damage to the controller charging port or to the recharger. Patient reset the controller and attempted to recharge their implant, the controller did not recognize the rtm was plugged in. Pt said they had no issues recharging the controller. The issue was not resolved. A replacement recharger telemetry module (rtm) was sent out.